Event description:
Report rec'd from visiting nurse of pt diagnosed with afib, anemia, partial bowel obstruction, and end stage cardiac disease expiring 3 days after protime inr of 1.5 and lab inr of 2.5. Visiting nurse believes no association of inr results with pt's expiration, further notes pt had a low expectation for long term survival due to chronic health issues, and that recommended hospice care was declined by family.

Manufacturer narrative:
Results and conclusions: MFR currently awaiting product return from user facility.